Event description:
It was reported that the patient had been lost to follow up and when discovered a device check was scheduled. During the check the device was unable to be interrogated and there was no communication at all. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).